Event description:
It was reported that the patient faced an event with infusion set where infusion set fell off during use on (B)(6) 2026. The infusion set was in use for one hour.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.